Manufacturer narrative:
Isi received the instrument involved with the complaint and completed device evaluation on 03/04/2014. Failure analysis investigations confirmed that the instrument hook had broken off. The ceramic sleeve was also found broken and missing a small piece about 0.085 x 0.097. When the hook tip and ceramic sleeve were pieced together to the instrument tip, the pieces did not come together to form a complete tip. Fragments were found missing from the instrument tip. On 03/06/2014, isi attempted to contact the initial reporter to verify if all fragments were retrieved from the patient; however, no response has been received at the time of this report. A follow-up MDR will be submitted if additional information is received. Evidence not conclusive, but the damages may be due to mishandling/misuse. The instruments and accessories user manual general precautions and warnings specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information, this complaint is being reported because a piece of the permanent cautery hook instrument's tip broke off and fell into the patient. A laparotomy procedure was performed to retrieve the fragment from the instrument.

Event description:
On (B)(6) 2014, the initial reporter contacted intuitive surgical, inc. Reporting a broken tip from a permanent cautery hook instrument falling into a patient during a da vinci hysterectomy procedure on (B)(6) 2014. The reporter stated that the instrument's hook broke off and fell into the patient when the instrument was being inserted into the cannula. The site replaced the instrument with a different permanent cautery hook instrument and completed the hysterectomy with the da vinci system; however, a laparotomy was performed at the end of the procedure to retrieve the broken tip. The fragment was retrieved successfully. No x-ray was performed and no patient injury was reported.